Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter tilted and became embedded, however there are no documented attempts to retrieve the filter. The patient states that they will require lifelong monitoring of their filter to ensure that it does not fracture, perforate, migrate, or malfunction in some way, creating a life-threatening situation. The patient also states that they must now live with constant worry and anxiety about the state of their health related to the filter. The patient provided what appears to be an abdominal x-ray, there are no patient identifiers on the film. Review of the image shows an opaque outline of what may be an ivc filter, with what appears to be a hook noted at the bottom. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filters is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Without procedural films or images for review the reported event(s) could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), sometime post implantation of the ivc filter the patient became aware of the alleged events and reports to have filter embedded in wall of the ivc. However, there have been no attempts to remove the filter. The patient states that they will require lifelong monitoring of their filter to ensure that it does not fracture, perforate, migrate, or malfunction in some way, creating a life-threatening situation. The patient also states that they must now live with constant worry and anxiety about the state of their health related to the filter. Per medical records received, one abdominal angiographic image without any patient identifiers was noted. Opaque outline of what may possibly be an ivc filter noted. The hook was noted at bottom of filter. Section b3: the exact event date is not known. Per ppf, approximately on or about 2016. Section d6: the exact implant date is not known. Per ppf, approximately on or about sometime between 2003 and 2008. Corrected data: g1 MDR reporting contact name and address (enter address if different then manufacturing site address) additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, and embedment of the filter. The patient was advised by the health care provider that the filter cannot be retrieved without undergoing an invasive open procedure. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Endothelialization, remodeling/restructuring of the internal lumen of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted in a follow up report when received.

Event description:
As reported by the legal brief, the patient underwent placement of an trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, and embedment of the filter. The patient was advised by the health care provider that the filter cannot be retrieved without undergoing an invasive open procedure. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Corrected data: (product code).